Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead fractured. The lead exhibited high/undefined impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.